Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after procedure. It was reported that one day post a right internal carotid artery stenting procedure, the pt suffered a stroke. At the end of the procedure, following the removal of the filter, the pt reported numbness in left arm and was unable to squeeze the toy with his left hand. The weakness resolved within 12 minutes. However, one day post procedure, the pt became agitated, confused, restless, lethargic with slurred speech, left facial droop and diminished left hand grip. An MRI showed small cortical areas of acute ischemia and infarct involving the right middle cerebral artery territory. The physician described this event as a small stroke complicated by alcohol withdrawal and believed all the neurological changes were a result of the alcohol withdrawal . The pt was treated with heparin and coumadin for the stroke and was sedated for the alcohol withdrawal. Because of the sedation, the pt was intubated. Four days post procedure, a follow-up MRI was negative for stroke and the pt was extubated. Seven days post procedure, the symptoms resolved and the pt was discharged to home. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The stent remains in the pt. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.